Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer's blood glucose was 101 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer was assisted with clearing the alarm but the alarm won't clear. Customer was advised that the pump will need to be replaced for the esc/act buttons not working after numerous tries. Customer stated that she will see a doctor soon and will use an older model pump.